Manufacturer narrative:
A ge rep contacted the customer and discussed the identified problem. It was decided that the customer could try another protocol setting to see if the cal error cleared. Customer will call back with results.

Event description:
It was reported that a cal error was displayed on the itrak 3500p system. No pt injury was reported.